Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high and low blood glucose (bg) levels (values unknown). More insulin was administered to correct for the highs and juice was provided to resolve the lows. Pump settings have also been adjusted by health care provider in an attempt to address the high and low bgs. Reportedly, the customer wears their infusion sets for 5-6 days. Tandem technical support educated customer regarding infusions set labeling. No further information provided regarding issue and customer declined to provide further information.